Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. Prior to arrival, the patient was already in cardiac arrest and this device did not cause or contribute to the cardiac arrest, nor did it prevent life saving treatment. The crew reports the monitor would not obtain a capnography/ etco2 reading. The capnography/ etco2 line was replaced with no success. The patient was transported to the hospital. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was completed and the fse was unable to replicate the alleged failure. No ECG monitoring strips or case event files were provided to philips for review. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device was calibrated and passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.